Event description:
It was reported the flex deflectable videoscope had no image. The issue occurred before procedure, also, the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that image sensor unit was damaged during user handling, causing the suggested event. As for the cause of damage of the image sensor unit, irregular stress may have been applied to bending section. However, the root cause could not be identified. User may detect the suggested event by handling the device in accordance with the following IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Ltf-s190-5 operation manual _important information ¿ please read before use :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.